Event description:
Additional information was received from the medical examiner¿s office stating that the vns patient was stung by a wasp while he was swimming and subsequently passed away. The patient¿s autopsy report was obtained which confirmed that the patient¿s cause of death was anaphylactic reaction to hymenoptera sting. The patient¿s death was not related to vns.

Event description:
Analysis of the lead was completed on (B)(4) 2014. Note that the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.

Event description:
It was reported that the vns patient passed away on (B)(6) 2009. The cause of death is unknown. The patient¿s generator and lead were explanted and returned to the manufacturer for analysis. Analysis of the returned generator determined that the device had reached an end of service condition; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Analysis of the returned lead is currently underway. Attempts for additional relevant information were made but have been unsuccessful to date.